Event description:
It was reported that at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. No further information was provided by the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. No further information was provided by the user facility.

Manufacturer narrative:
The reported leak was not able to be confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was confirmed that no failures were found that could have contributed to the reported leak. Possible causes for the reported leak include improper or non-recommended cleaning procedures. The device was serviced for preventative maintenance and returned to the user facility.